Event description:
It was reported that during routine device check, a lead warning was observed and indicated undefined right atrial lead impedance. It was further reported a fracture was suspected and noise was observed; however, no fracture was observed on xray. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: addrs1 ipg implanted: (B)(6) 2008. (B)(4).